Manufacturer narrative:
Based on the data assessed during the investigation, there was no indication found that the needle reagent transfer head assy poses an increased risk of infection. The needle reagent transfer head assy are blunt needles and serve its purpose and conforms to safety principles, taking into account the generally acknowledged state of the art by the time of development. Review of user documentation for the cobas 6800/8800 platform (user guide, safety guide, user assistance and service documentation) showed that enough warnings are in place advising the use of appropriate personal protective equipment (ppe) e.g. Eye protection, lab coat and lab gloves as well as the risk of injury when handling the needle reagent transfer head assy. The customer site name has been truncated due to character limitations. The customer site name is (B)(6). (B)(4).

Event description:
A field service engineer reported to have pierced his finger with one of the cobas 6800/8800 systems reagent transfer needles. He was replacing the reagent transfer needle #3 when his hand slipped resulting in his finger being pierced, even though he was wearing gloves (the gloves was also pierced). As he worked in a hospital (where the instrument is located), he went to the emergency room. He did not need stitches, but the needle did go deep into his finger. He was started immediately on a coarse of antiviral treatment - he received the first dose directly in the hospital, and has to continue for one month on: emtricitabine/tenofovirdisoproxil, norvir, darunavir. The fsr reported that he sometimes has "a taste of metal" in his mouth after starting the medication. The fsr was tested for (B)(6) after the incident, all the relevant antibody/antigen tests were (B)(6). The instrument is used for testing (B)(6) and sars-cov-2.